Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ and the pump stopped occurred during the operation of the machine (patient use). The device was replaced with a new one as the error occurred with no consequences for the patient. After inspection, it was found that the pump head (rotaflow drive) and the control board on the rotaflow console were damaged. No harm to any person has been reported. Due to the reported pump stop and the exchange during use a report is required. The affected rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) as investigated by a getinge service technician and the reported "head error" could be confirmed on the rfc and rfd. The devices will be repaired by a third-party maintenance company; therefore, no service order could be provided. Based on these investigation results the reported failure "head error" could be confirmed. The most probable root cause for the reported failure "head error" could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Rotaflow console: the review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2019 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console was produced in (B)(6) 2019. Rotaflow drive: the review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2019 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive was produced in (B)(6) 2019. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ and the pump stopped occurred during the operation of the machine (patient use). The device was replaced with a new one as the error occurred with no consequences for the patient. After inspection, it was found that the pump head (rotaflow drive) and the control board were damaged. No harm to any person has been reported. Due to the reported pump stop and the exchange during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.